Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gastrointestinal position with the tip in the maximum retroflexed position to simulate a worst case position. The snare was fully extended and retracted with no resistance. No kinks were observed in the drive cable or sheath. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use directs the user to: "fully retract and extend snare to confirm smooth operation of device." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During and endoscopic procedure, the physician used a cook acusnare polypectomy snare. The following was provided from the user facility, "in fact, users have noticed that the device handle doesn't work properly: it gets stuck whenever we tighten the handle." The following additional information was provided on 7/13/16: "during a mucosectomy, the nurse had no difficulties to open the snare but problems to close it [difficult snare retraction]. It closes not entirely. They tried to manipulate the handle/snare outside the colonoscope and the same problem has happened. The doctor decided to continue the procedure with the same snare that was not easy. The nurse checked after if it was a lot number problem but not. All snares in the box worked perfectly."